Event description:
Charge circuit inactive and premature battery depletion reported.

Event description:
Harge circuit inactive, and premature battery depletion reported.

Event description:
Charge circuit inactive, six months post implant.